Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to re-establish a connection between their phone and their implantable cardiac monitor. On (B)(6) 2018, the patient presented in clinic and upon attempting to interrogate the device, it could not be interrogated. Several attempts were made but were unsuccessful. The device was able to be interrogated after using a stronger magnet. The device was able to connect to the patient's phone after the successful interrogation and after adjusting merlin.net information. Patient was stable.